Event description:
It was reported that the date for "end of acute phase" on the implantable pulse generator (ipg) was inaccurate. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.